Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised due to pain symptoms and elevated metal ion levels. The corail stem was confirmed to be loose intra-op and was removed and a corail revision stem was placed. The pinnacle metal liner was removed and an altrx poly liner placed. The pinnacle acetabular shell and screw were retained. Doi: 2008, dor: unknown, right side.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination.the provided x-ray image could not confirm the reported allegations. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.